Event description:
A report was received that the pt precision system will be explanted due to the pt not liking the stimulator and the pt possibly having a seroma. The physician explanted the pt as he felt the pt might have a seroma and the pt had pocket irritation. The physician looked at the seroma at the pocket site, there was no discharge but the skin looked irritated. The physician thinks the seroma is not related to the device. The pt was prescribed IV and oral antibiotics and is reportedly doing well. The explanted devices were working properly prior to the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.